Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system: driveline cover. Model #: 1175, catalog #: 1175, expiration date: unk, lot #: unk, UDI #: (B)(4), device available for evaluation: no, mfg. Date: unk, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the original rubber near the hub of the driveline was a little loose and may have been bunched up compared to a fresh driveline. It was noted that the patient needed some tape in that area of the driveline which was applied in the clinic. It was also reported that the driveline cover was very difficult to pull back. It took a few minutes to wiggle the cover back and there was concern that it maybe be difficult to pull back in an emergency. It was noted that it wasn¿t the tape itself that makes it difficult to move back the cover, but the boot was ¿sticking¿. It was noted that the patient has had tape placed before and it had always been tricky to move the driveline back. The patient was to be scheduled for further management of the driveline cover. The driveline and driveline cover remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional information was received and the additional in formation was updated in the event description. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clinical specialist went to evaluate the patient's driveline(dl) cover in the clinic. The dl cover was slightly stuck and difficult to move back but eventually slid back off the driveline and was able to be replaced on the driveline to sit flush against the controller again. The patient tried to slide back the dl covers as well and with some assistance to holding on the controller, the patient was able to do so. After discussion with the patient the var rd and vad physician assistance, it was determined that the patient preferred not to have the dl cover completely removed. The patient will keep a close eye on the dl cover and the vad coordinator will continue to check the cover at each clinic visit. It was reinforced to the patient to not manipulate the dl or the cover or attempt to fix anything on their own. There were two to three small tears at the beginning of the driveline near the end of the strain relief connecting to the controller. The previous old tape that was applied by the vad coordinator has been removed. A new driveline sheath repair tape was applied. The driveline cover was able to slide back and over the taped area.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: unknown ¿ driveline cover h6: FDA method codes: b14, b17 h6: FDA results code: c07 h6: FDA conclusion code: d14 product event summary: the driveline cable associated with (B)(6), and the driveline boot cover (lot no. R020408) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. Analysis of the available autologs report revealed no anomalies within the analyzed period. On-site inspection of the driveline cable revealed tears in the outer sheath near the strain relief. Visual evidence provided by the site also revealed discoloration of the outer sheath and a slight protrusion under the repair tape, indicative of damage to the driveline strain relief. As a result, the reported driveline sheath damage and strain relief damage was confirmed. Of note, it was observed and reported that tape was applied on the driveline strain relief site in the clinic. A driveline sheath repair was performed to mitigate the reported driveline damage. The reported difficulty removing the driveline boot cover event could not be confirmed due to insufficient information. Based on historical review of similar events, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to contamination/foreign material between the driveline connector and driveline cover, leaching of the plasticizer from the material, and/or degradation of the material, resulting in hardening. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.